Event description:
It was reported that when using the bd pyxis¿ es server active orders were not showing for patient. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing for patient on server or med station. A technical support specialist (tss) dialed into the application server, logged into the patient encounter system (pes), and checked all the orders listed from the case description. The patient was still admitted, but all orders were discontinued. The tss then ran a cast order and received a message query, but no orders were listed, and no pending messages were available to process, while the patient remained admitted. The customer mentioned need to undo the discontinued medication from meditech and corepoint, yet the orders were still not reflecting on the station or the server. The patient was discharged, and the customer performed an undo discharge to readmit the patient and reactivate all orders. The tss then requested further assistance from integration engineering support team (iest) to verify from the interface side. The interface team confirmed that the code "fd" sent in orc.1 was not recognized as a message that the es interface (cce) would process. The common codes they accept are nw, xo, dc, ca, hd, and rl. In this situation, the tss expected to see nw (new) or xo (change) to reactivate orders for a previously discharged patient profile. After that, the interface team updated those settings. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server active orders were not showing for patient. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.